Manufacturer narrative:
Corrected data: product code: poe. Additional data: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0230. Expiration date: 3/28/2023. UDI number: (B)(4). Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-00470. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name: unknown. Model #: unknown/not provided. Serial#: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. PMA/510(k): unknown since study is masked, product identifiers are not provided. The device was not returned for analysis as it remains implanted. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing halos, starburst, glares to both their eyes impacting their ability to drive at night at the one month study visit. At the six month visit, the patient noted being extremely bothered by halos and starbursts, causing them to try to not drive as much at night. The patient also reports being moderately bothered by sensitivity to light, glare and poor low light vision, and slightly bothered with multiple or double vision, also with no reported difficulties. Monocular bcdva¿s (best corrected distance visual acuities) at this 6-month visit were 20/20 for both od (right eye) and os (left eye). No intervention is planned at this time. No further information was provided.